Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer uses humalog insulin and wears the cartridge and infusion set until the cartridge runs out of insulin. Subsequently, the customer wears the pump against their skin. Recommendation was made by tandem technical support to not wear the pump against the skin to prevent abrupt temperature changes to the pump. On the day of the reported event, the customer reported blood glucose (bg) level was 66 mg/dl. At the time of the call, the customer had not yet addressed bg level, but confirmed juice would be consumed. Multiple follow-up attempts were made to ensure that the customer's bgs had been resolved; however, no further information was provided.